Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent laparotomy with bso and lysis of adhesions, abdominal sacrocolpopexy with alyte mesh and cystoscopy on (B)(6) 2012 due to recurrent symptomatic pelvic relaxation with a vaginal vault prolapse and pelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/16/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. (B)(4).